Manufacturer narrative:
D9 - date returned to mfg on 3/6/2024. The reported complaint of separation was confirmed on the returned set. During visual inspection, the 27" pressure tubing was received separated from the female luer. The end of the tubing was observed to be tacky. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the uv adhesive on the tubing not being fully cured during assembly process at manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is available for evaluation. It has not been received.

Event description:
The event involved a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves with a female patient (62 years old and 47 kg). The customer reported that after placement of the arterial catheter in the patient's left radial (bandage done, purge done, connection done and functional), they placed the arms alongside the patient's body and the tubing was found to be "cut". The tubing seemed to be detached at the level of the tap, as if "detached" from where it should be inserted. They clamped urgently because arterial reflux in the ¿end¿ of tubing remained attached to the catheter and bandage. Clinical consequences: no monitoring of blood pressure while the pressure head is changed. Arterial reflux. Exiting the room to pick up material for a new pressure head (need to have colleague/intern with me). Delayed incision and treatment in the operating room. Risk of gas embolism, infectious risk. Actions undertaken in the healthcare establishment for patient care: pressure head changed; mar (anesthetist-resuscitator) aware, seen with iade technique (nurse anesthetists) which has recovered the defective pressure head (put in a bag by us). The customer stated there did not notice any undesirable clinical consequences apart from arterial reflux (some blood loss but not with consequences), and no monitoring of the patient's blood pressure for several minutes. Risk of hypotension not noted. Nobody has been hurt, only a risk of blood exposure accident? There was around 15 minutes delay in therapy. There was no drug administrated, it was a surgery who has been done. There was no unprotected exposure for the patient or healthcare professional, because the hands were without wounds (blood on ungloved hands). Changing the kit and cleaning the blood on the operating table and on the floor was done according to protocol and cleaning was done according to protocol with no specific kit. The patient's condition before, during and after the incident was stable. No other information was provided. There was patient involvement but no patient harm.